Manufacturer narrative:
E1 initial reporter phone number- (B)(6) date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's extensions were twisted and tangled causing them to be frayed. Patient was twiddling ipg. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg and extensions were explanted and replaced to address the issue.